Event description:
It was reported the insulin pump alarmed button error. Customer blood glucose was unk. No further info reported.

Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. No button error alarms noted. Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and missing end cap sticker noted during visual inspection.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.